Event description:
It was reported that the patient underwent a gynecological procedure on unknown date. During procedure, the device did not work properly and, eventually, it stopped working. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.